Event description:
It was reported that the customer was hospitalized due to low blood glucose of 20mg/dl, and he was treated with food and glucose tablets. The caller requested assistance to turn off the insulin pump. The nurse did not have the infusion pump at time of call. Explained the nurse how to suspend and to disconnect the insulin pump from the customer. Advised the caller to have the family or customer call back to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.